Event description:
(B)(4). I started having heavy bleeding 2 days after insertion of coils with severe abdominal pain and back pain, also had metal like taste in my mouth. Called planned parenthood and was assured that this was totally normal and to take (B)(6) and not use tampons for bleeding. After months of bleeding and various combinations of prescription medications to try and stop bleeding my obgyn ordered a d and c for (B)(6) 2012. Had surgery and was hospitalized for 4 days on (B)(6) 2012 due to complications post-op consisting of chest pain, pneumonia, urinary tract infection and acute renal failure. Still bleeding after d and c. Went back to ER on (B)(6) 2012 for severe abdominal / back pain and was medicated and released. Hospitalized on (B)(6) 2012 after ultrasound showed large cyst on ovary released 2 days later and scheduled for hysteroscopy and endometrial ablation surgery on (B)(6) 2012. Began having severe cluster and migraine headaches at this time also. Ablation stopped the bleeding for a short period of time. Have had several hospitalizations for malignant hypertension and cluster/migraine headaches that last days at a time and seem to peak during my cycle even though I don't actually bleed like a normal period anymore due to the ablation . Had MRI of head done on (B)(6) 2014 showing white matter disease greatest within the left frontal lobe, findings may be related to migraines given patients clinical history. Other etiologies may include a demyelinating disorder or less likely chronic microvessel ischemia. In addition to all of the above complications I would also like to note a 50lb weight gain and as of (B)(6) 2014. Have since had to undergo a hysterectomy which has stopped the migraine headaches.

Event description:
#Medwatcher #followup1 #fdamw5041088 #(B)(4) my lot numbers are: ref - (B)(4) lot- 12475788. Ref- (B)(4) lot- 886675.

Event description:
(B)(4). Pathology and hospital records confirmed an systemic allergic reaction to a foreign body, adenomyosis and endometriosis, and both essure coils had migrated and were found broken; one partially embedded in the uterus with a perforation through one half of the tube and amp; the rest in the distal end of the fallopian tube, the other was so deep into the other fallopian tube it required a complete dissection and x-ray to locate it.